Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage and dislodgement occurred. The target lesion was in the tortuous, distal, left circumflex (cx) artery. The physician implanted an unknown type stent in the proximal cx. It was believed that a dissection had occurred. The physician then selected and advanced the 3.5x8mm taxus express2 drug eluting stent (des) at the edge of the proximal stent, but did not deploy the stent as no dissection was noted. During withdrawal, the "stent did not feel secure". The physician removed the stent delivery system along with the unknown type guide catheter from the pt and it was noticed that the stent had fallen off the delivery device. The stent was found inside the y-connector. During visual examination of the stent, "it did not look too badly damaged". The physician reported that he "felt the stent was never secure on the balloon". The procedure was completed with a different device. There were no pt complications reported with the pt's current condition as "good".